Event description:
During an elbow procedure on (B)(6) 2011, surgeon tried to remove screw he had inserted. To do so, the torque limiting handle was used in reverse, and the device came apart in the middle. The device was put back together and the procedure was completed with no further problem, no harm to patient. It is reported no pieces fell into the patient. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.(B)(4)